Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone being unable to charge the customer's contour meter. The mother was given the bayer company phone number for product advisement. The mother also reported the customer's insulin pump screen going black. It was advised to call the helpline to troubleshoot the issue. The customer's blood glucose value was not reported.